Event description:
The advocate alleged the customer's blood glucose readings had been higher than usual. While troubleshooting, she performed control tests and received results of "hi" and 281 mg/dl. The normal control range was 109-151 mg/dl. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips were sent to the customer.